Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have localized melting on the side of the grip yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a nick in the distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified in sterile processing (decontamination), so it was hard to pinpoint when the piece broke. The operating room reported no concerns or issues, and the procedure was completed as normal. It was highly likely that the instrument was damaged during transport from the or to the sterile processing department .